Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized for the event. Cause, treatment, and outcome of the event was not reported. Additional information was not available.

Manufacturer narrative:
(B)(4). The patient was in their 70's. Additional information was received from a physician that the patient recovered from the report of cloudy effluent one day after onset. The physician stated that the cause of event was unknown whether due to food intake or viral etiology. The patient did not receive any treatment for the event and no examinations were done. Dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.